Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion, and an anomalous output condition. The no output condition was the result of lifted hybrid bond wires. Analysis also revealed that the device was programmed to vvi 65, and the memory dump showed a power on reset occurred on (B)(6) 2010.

Event description:
It was reported that the device was implanted six years ago, and now the battery is depleted. The device was explanted and replaced. No patient complications were reported as a result of this event.